Manufacturer narrative:
H6: investigation summary: no sample or photos were received from the customer with complaint of backflow. The complaint could not be verified at this time. The root cause of the failure cannot be determined without the sample involved. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd intravascular administration set experienced check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. Rn observed back flow into primary ns bag after spiking the infusion and before starting the pump. Ns was appropriately lowered on a hanger. Suspect backcheck valve failure.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter address 1: (B)(6). Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intravascular administration set experienced check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. Rn observed back flow into primary ns bag after spiking the infusion and before starting the pump. Ns was appropriately lowered on a hanger. Suspect backcheck valve failure.